Manufacturer narrative:
One opened probe was received with no tip protector, in a bag. At the time of receipt, the sample was observed to have a bent needle. The returned sample was visually inspected and found to be non-conforming with the needle bent at the stiffener sleeve. The sample was then functionally tested for actuation, aspiration, and cut. The sample was found to be conforming for aspiration. The sample was found to be non-conforming for actuation. The cut functionality of the returned probe could not be tested due to the actuation failure. No noise was observed during functional testing. The probe was disassembled, and the components inspected. The degree of wear could not be determined since the inner cutter broke while removing it from the bent needle. No further evaluation of the inner cutter could be performed. A review of the device history record traceable to the lot number obtained from the device¿s radio frequency identification (rfid) tag indicates that the product was processed and released according to the product¿s acceptance criteria. The complaint evaluation does not confirm that the probe sounded differently. The evaluation indicated that the probe had an actuation failure. The cut functionality of the returned probe could not be tested due to the actuation failure, therefore, the reported cut failure could not be confirmed. The most likely cause for the actuation failure is the bent needle. A bent needle can impede the movement of the cutter shaft. The exact root cause of the bent needle cannot be determined from this evaluation. The most likely root cause is handling at any point after the probe was shipped from the manufacturing site, including use during surgery. The reported noise was not confirmed, the reported cut failure could not be confirmed, and an exact root cause for the bent needle was not determined from this evaluation. Therefore, no specific action with regard to this complaint was taken. Probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. Any non-conformances found are removed from the lot and scrapped. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported vitrectomy cutter/handpiece was not functioned properly during vitrectomy surgery. The sound was different and was not cutting correctly. The procedure was completed. There was a patient contact without patient harm.